Manufacturer narrative:
No sample has been received by manufacturing for evaluation. No lot number was identified with this complaint therefore, a lot history review could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that multiple knives have not been sharp enough. Procedure details and patient impact information is unknown. Additional information has been requested.